Event description:
Edwards received notification that a patient with an edwards perimount valve implanted in the aortic position has been placed under consideration for a valve-in-valve intervention after an unknown implant duration for unknown reason. No other information was provided at the time of the reported event.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated b5 per new information received. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a patient with a 23mm aortic valve underwent a valve-in-valve intervention after an approximate implant duration of 15 years and 4 months due to stenosis. The patient presented dizziness and chest pain before the procedure. According to the medical opinion, there was no premature failure of the valve. A 23mm transcatheter valve was successfully implanted. The patient's outcome at the time of the procedure was great and was discharged after 48 hrs without complications.